Event description:
Event description guidant received information that a few days after implant this right ventricular lead experienced loss of capture. The rv lead impedance was 1600 ohms. An x-ray confirmed that the lead had perforated the heart wall and was in the pericardium. The guidant sales rep reported that the physician had done more than 10 turns when the lead was implanted. It was also noted the initially p-waves could not be detected with the atrial lead. The patient experienced no adverse symptoms associated with the performation, and the lead was revised without further incident.